Event description:
It was reported that the monitors on the 9800 system would intermittently go blank. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call. A follow up report will be filed when additional details become available.